Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted neurostimulator (ins). The reason for call was pt says when they charge up ins to 100 percent it only lasts 12 hours and then they will have to charge it again. Pt says "I have to run it at like a 9". They said its been happening since the implant. They said their doctor (hcp) has made changes but it still hasn't helped the recharge intervals.

Event description:
Additional information was received from a patient stating they have been meeting with manufacturing representatives and doctors who say she has to charge the ins more often because she runs it too high. Patient thinks it is a bad battery. Patient notes she would like the implant replaced at no charge.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.